Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "rupture, severe pain, feeling the fluid was running down her chest, but it is a gel, could see it on skin, implant has moved to a different position, feel it under her left arm, infection."

Event description:
Patient reported left side "rupture, severe pain, feeling the fluid was running down her chest, but it is a gel, could see it on skin, implant has moved to a different position, feel it under her left arm, infection." Device has been explanted.